Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after meal announcements, with reports of accidental double meal announcements and a lowest blood glucose of 55 mg/dl; breakfast typically included fruit and yogurt. Symptoms included hypoglycemia without reported associated symptoms. Outcomes included self-treatment with oral carbohydrates and recovery without medical intervention or hospitalization. Investigation included review of device reports and user education on appropriate meal announcing, with additional training scheduled. Investigation of this case revealed use-related error related to duplicate meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error addressed through troubleshooting and education.